Manufacturer narrative:
Lifescan has requested the return of the subject test strips for eval, but has not yet rec'd them. If the strips are returned, lifescan will eval them and, if the stripes do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A pt reported blood glucose results of 280mg/dl with a lifescan meter (ot ultra) and 153mg/dl on a one touch basic enhanced (invalid comparison), performed within 10 mins of each other. The customer svc rep walked the pt through two consecutive control solution tests and both results fell outside the specified range. Based on the failed qc tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Test strips were replaced.